Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025. The cause of death was diabetic ketoacidosis, hyperglycemia, and customer was collapsed. The death was due to hyperglycemia due to injection block, but the patient could not be treated with insulin. The customer blood glucose was 900 mg/dl at the time of incident and the insulin pump was worn at the time of passing. The last known product for this customer are as follows: mmt-1882. Troubleshooting was not performed for deceased reporting. It was found in the alarm history from 22nd, 23rd and 24th the insulin pump received a multiple insulin flow block alarms. The customer has been using the insulin pump system within 48 hours immediately prior to death and there was no information about usage of sensors. No product return is required for mmt-1882.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The pump was received without a battery. No damage noted on the battery cap. On the event date of 27-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 84000 (8.4 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 84000 (8.4 u). Perform the history review 1 week prior to the event date 27-jan-2025 in the pump history file and found 1 lowbatteryalert (104) on 01/21/2025 09:22:00.000, 3 nodelivery (7) on 01/23/2025 (during bolus) and 6 nodelivery (7) on 01/24/2025 (during bolus). Low battery alert was expected due to the customer's battery in the pump is low on power. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged dka and high bgs (hyperglycemia). Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.